Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient developed ventricular tachycardia (vt) and ventricular fibrillation (vf). The patient's implantable cardioverter-defibrillator (ICD) failed to detect and deliver a shock. There was a question of ICD lead damage during lvad implant but the ICD was tested and appeared to be functioning normally. The patient was shocked externally without sequelae. An ICD lead replacement was scheduled for (B)(6) 2018. The cause of arrhythmia includes a suctioning event from lvad, low potassium, or initiation of vf by vt. The patient was readmitted (B)(6) 2018 with recurrent vt/vf after successful ICD lead revision in may. The ICD shocks were unsuccessful due to high defibrillation thresholds. The device was to be revised (B)(6) 2018 and ablation to be attempted in september. The patient presented to the emergency department on date of planned ablation due to another episode of ICD firing. Ablation was performed (B)(6) 2018. The patient suffered another episode of vt/vf on (B)(6) 2018 while admitted for volume overload.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. The hm3 IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.